Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3: date of event is an approximate as the exact date is unknown.

Event description:
It was reported that the patient experienced difficulties with his inflatable penile prosthesis (ipp) device. An ultrasound was performed and showed that the reservoir had migrated, and it was pressing and depressing against the bladder. The patient was advised to visit the urologist for further recommendations.